Event description:
A hospital in (B)(6) reported that an rt235 infant dual-heated evaqua breathing circuit would not pass the ventilator leak test and that it leaked around the swivel. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: pressure testing was performed on the returned breathing circuit to measure leaks. The y-swivel was also submerged in a water bath. Results: test readings indicate that the pressure drop demonstrated by the breathing circuit was outside the acceptable range. When the y-swivel was submerged in a water bath, bubbles were observed at the joint between the 2 parts of the swivel, indicating a leak. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or set-up despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. (B)(4).